Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. In addition, the device locked out as intended but the orange visual indicator was over-traveled. When this occurs, the indicator wheel may continue to rotate after indication of a completely fired device. Please note the over-travel of the indicator wheel is not related to the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a cholecystectomy procedure, the jaw did not to open after the 6th firing. Another device was used to complete the case. There were no adverse consequences to the patient.